Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported boot up issue; the programmer booted up to please wait screen and stayed there. Hard drive was reconfigured and software reloaded to resolve issue. (B)(4).

Event description:
It was reported the programmer powered up but did not advance past the please wait screen. The programmer was returned for repair. No patient complications have been reported as a result of this event.